Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro the patient had a heart attack two days after the implant procedure. A cardiac catheterization procedure was performed and the patient was discharged from the hospital. The physician believed the heart attack was likely due to the anesthesia used during the implant procedure. The patient is currently using the device to find effective pain relief.